Manufacturer narrative:
(B)(4). Batch #: x9562x. The following information was requested, but unavailable: did the electrode ceramic separate or break off? Did the I blade get damaged or break off? Is the jaw damaged but not broken off? Is the top jaw loose but not detached? Is the top jaw ptc material damaged? Is the black ptc in the upper jaw detached? Is the top jaw broken off the of the device? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the electrode delaminated. The device was connected to the generator and it was recognized. However, due to the condition of the device, not all functional tests could be performed. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to what could have caused this issue.

Event description:
It was reported that during an unknown procedure the shaft fracture when using. There were no patient consequences.